Event description:
It was reported that during a stenting treatment procedure stent damage, thrombosis and placement issue occurred. The lesion being treated was located in the popliteal artery, below the knee. The physician implanted a 2.5x24mm otw promus element plus stent in the target lesion, however the proximal segment was not well apposed. The physician advanced a unspecified balloon catheter for post-dilatation and it came into contact with the stent causing the proximal segment to shorten by 20%. Thrombosis occurred in the implanted stent and was treated with lytics. The procedure was completed by implanting an unspecified stent overlapping the proximal edge of the 2.5x24mm otw promus element plus stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).